Event description:
Caller had hernia surgery in 2002. Marlex mesh was used for the hernia repair. She was hospitalized for acute bowel obstruction and pancreatitis (remained in the hosp for 9 days). Caller stated she had to go back and forth to the ER because of c/o severe abdominal pain, changes in bowel movement, incontinence, lower back, thigh, and foot pain on the right side of her body. In 2006, she had an other surgery in which it was noted that the marlex mesh had eroded the top of her bladder, a large section of her small intestine, and her navel stalk.